Event description:
A wall mounted controller for operating room lights began to smoke. The smoke stopped after the wall control was turned off. A patient was being sutured at the time of the event, and the procedure was finished. No injuries were reported and the procedure was not delayed.

Manufacturer narrative:
A steris technician inspected the unit after receiving a service call from the account. His inspection revealed that a capacitor had overheated resulting in the smoking. There was no open flame. The root cause of the event appears to be overheating on the fuse block and two (2) pins on the connector. The in-house maintenance department repaired the unit by using a spare controller to replace the damaged controller. The light has been repaired, tested and is back in use. The risk of fire or any other incendiary event is minimal in this type of situation. The wall control is located outside of the area that would constitute an oxygen rich environment. The installation instructions for the proper placement of the wall control (page 7-1) includes instructions for the wall control to be located at least five feet above the finished floor surface, in accordance with (B)(6) and local code requirements for the use of flammable anesthetics.